Manufacturer narrative:
B3: date of event is estimated d4: a partial UDI was provided as the lot number is not known. The device was not returned for evaluation. Lot history record (lhr) and corrective and preventive actions (CAPA) were not performed because the lot number was not provided and specific failure mode for this complaint was not provided. Without the device returned for analysis and specified failure mode, a conclusive cause for the reported event could not be determined; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was a closure of an unspecified access site relative to an unspecified procedure. Reportedly, an unknown failure occurred. The method used to achieve hemostasis was not provided. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.